Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the uneven movement of the gripper arms. It was reported that during preparation of the clip delivery system (cds), the grippers were not moving evenly, in parallel. Additional attempts were made with the same result. The cds was replaced and the procedure was successfully completed with the placement of one clip. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper arm actuation issue was not confirmed as the gripper arms were confirmed to be parallel. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.